Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms. Pace impedances were previously in the 400-600 ohms range. R-waves were fine in the 15-17mv range, but a bit lower than before. Following the lss, there was noise with pacing inhibition. Technical services (ts) recommended assessing in bipolar and unipolar. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms. Pace impedances were previously in the 400-600 ohms range. R-waves were fine in the 15-17mv range, but a bit lower than before. Following the lss, there was noise with pacing inhibition. Technical services (ts) recommended assessing in bipolar and unipolar. This pacemaker and rv lead remain in service. No adverse patient effects were reported. Additional information received indicated that the patient was scheduled for in clinic evaluation, however, the appointment was cancelled as the patient was placed in hospice care and subsequently expired. There were no allegations related to the patient's death.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms. Pace impedances were previously in the 400-600 ohms range. R-waves were fine in the 15-17mv range, but a bit lower than before. Following the lss, there was noise with pacing inhibition. Technical services (ts) recommended assessing in bipolar and unipolar. This pacemaker and rv lead remain in service. No adverse patient effects were reported. Additional information received indicated that the patient was scheduled for in clinic evaluation, however, the appointment was cancelled as the patient was placed in hospice care and subsequently expired. There were no allegations related to the patient's death.

Manufacturer narrative:
This supplemental report was filled to correct field h6: "evaluation conclusion codes" and field h10: "additional MFR narrative". This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.